Event description:
The device was removed due to a "tubing fracture on the right side". As reported to co, the pump, cylinder and assembly kit component only were removed and replaced. The reservoir was left in place.